Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating on the proximal end of the device. There was no patient involvement.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the device noted that it was bent 3.4cm and 5.3cm from the distal end. The ptfe coating was peeled off the stainless steel core wire 34cm from the proximal end. There were marks on the ptfe coating from the torque device brass collett that are indicative that the torque device was not securely fastened onto the device. The directions for use (dfu) specifically warns that insufficient tightening of torque device on to the guidewire can result in ptfe peeling. Therefore, it was concluded that use/user error was the most likely cause of ptfe coating peeling.